Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that two plates on the omnispan meniscal repair 27deg device were deployed at the same time after the first firing. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the expiration and manufacture dates were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4). Investigation summary ==> according to the information provided, it was reported that during the surgery of meniscal repair, after 1st firing, two plates were deployed at the same time. The complaint device was received and evaluated. The needle with one plate was returned. The applier gun used in this procedure was not sent. On visual inspection it could be observed that the plate remains inside the silicon sleeve and its suture is completely pulled out, no damages to the suture were found. The plate is in good condition, no structural damages could be found. There were no structural anomalies on the needle or the silicone sleeve. A manufacturing record evaluation was performed for the finished device 7l23100 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result and considering that the second plate was actually not deployed, and the applier gun used on this procedure was not returned, this complaint cannot be confirmed for the reported issue. A possible root cause for the pulled suture can be attributed to procedural variables, such handling of the device or product interaction during procedure; after the first shoot, the user may have pulled the device away too much from the first deployed plate and the suture of the second plate was pulled out completely, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.